Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient (who has dementia) was ¿acting really strange¿ so the patient¿s caretaker called the paramedics. Once emergency medical service (ems) arrived, the patient¿s bg meter reading was 500 mg/dl, but the cgm reading could not be recalled. However, the reporter stated there was a ¿big difference¿ between the cgm reading and the bg meter reading. Ems treated the patient with fast-acting insulin and then transported him to the hospital. After 4 days in the hospital, the patient was transferred to a rehab facility. The patient was at the rehab facility from (B)(6) 2023 to (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When following-up with the reporter, the patient was currently in good condition and now residing in another care facility (most likely due to the patient¿s dementia). No additional patient or event information is available.